Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the adhesive patch for the infusion sets. The customer experienced low and high blood glucose levels. The customer declined troubleshooting. Customer's blood glucose levels were 45 mg/dl and 547 mg/dl. She treated her high blood glucose level with an injection and changed the infusion set. She treated her low blood glucose level with juice. The device was not returned.